Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Device analysis noted a thinner surface and smooth opening with leakage at the taper tubing junction consistent with wear and tear. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of fold in tubing as follows: failure to create a stable, smooth path for the access port tubing without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening and a pocket must be created for the port, so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing.

Event description:
Allergan representative reported an alleged lap-band port removal with no information regarding the reason for removal. Health professional reported additional information: "the port tubing which was part of the port had an acute bend through the fascia and broke at the acute bend. The tubing was placed in a cranial-caudal direction and not transversely."